Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, and was in cardiac arrest. No blood glucose reading was reported. Troubleshooting was performed. Found no damage to the drive support cap. There was some moisture inside the reservoir compartment, but none inside the insulin pump casing. Found motor error alarms in the alarm history. The insulin pump was able to rewind and prime properly. It was stated that the hcp would be uploading the insulin pump carelink. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.